Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
It was reported that "there was some cases that psi got high although the patient was under sedation". No known impact or consequence to patient was reported.

Manufacturer narrative:
The returned module was evaluated. During evaluation the module passed all visual and functional testing. The module was determined to be functioning as designed. (B)(6). Common device name: monitor, physiological, patient (without arrhythmia detection or alarms). Procode: mwi. Model #: 25761. Serial #: (B)(4). Occupation: foreign, health professional, user facility.